Event description:
An operating room supervisor reported the shunt would not release from the delivery system during glaucoma filtration surgery. In a follow-up phone call, an operating room manager reported the shunt would not release for implantation. She stated the surgeon switched the procedure to a trabeculectomy because a back up shunt was not available. She also reported the patient has a normal intraocular pressure (iop) and is doing well postoperatively. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been one other similar complaint reported in the lot number. Additional information was requested (B)(6) 2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).